Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping and leaflet capture) appears to be due to challenging patient anatomy. The reported tissue injury is a cascading event of the positioning failure. Additionally, unspecified tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with frail leaflets. The first clip was implanted successfully with a slight reduction in mr. A second clip was attempted for implantation. Difficulty was experienced grasping and capturing the leaflets. Subsequently, the anterior leaflet was damaged and unable to be repaired. The procedure was aborted, and the mr remained a grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.